Event description:
It was reported there was a chip in the screen. It was also reported the stylus was working intermittently due to this chip in the screen. The programmer was returned for repair and calibration. No patient complications have been reported as a result of this event. It was requested to load all current software as needed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 229047 analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; there was a chip in the display and the stylus skips a line across the screen in line with the chip.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.